Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture discovered intraoperatively". Continued e1 phone number: (B)(6).

Event description:
Healthcare provider reported a right side "defective" implant. "Rupture discovered intraoperatively". Healthcare provided noted "our surgeons saw no evidence of a defect, they asked for a medical report. The patient's gynecologist created this ultrasonographically." The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed, broken assessed as fold flaw opening and missing assessed as inconclusive. As per the investigation procedure, crease and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side "defective" implant. "Rupture discovered intraoperatively". Healthcare provided noted "our surgeons saw no evidence of a defect, they asked for a medical report. The patient's gynecologist created this ultrasonographically." The device has been explanted and replaced with another manufacturers device.